Manufacturer narrative:
Insulin pump received with broken battery cap and detached end cap noted. The test reservoir p-cap was able to lock in place. Unable to run test due to detached end cap. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However; the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had blank display. The battery cap was little loose. No harm requiring medical intervention was reported. The device will be returned for analysis.